Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported the machine was working fine the whole day and suddenly with a different scope and the issue occurred. Tac instructed the customer the first scope may be wet and shorted out the clv-190 scope contacts and needs to be dry and clean, the esc key was supposed to be pressed as part of the acknowledgement to the cv-190 video processor, after powering off the 190 tower and the customer started to blow air into the clv-190 scope socket for like 20 seconds. The customer had the same issue after the front scope socket was blown dry. Tac instructed the customer on checking the maj-1933 and maj-1941 cables in the back and confirm their connection with the power off on the tower. Once the power turns on, all the communications are back to normal, and all the errors are gone. The problem seemed to be resolved after the clv-190 scope socket was blown dry and rear communication cable proper connected. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during preparation for use, a b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the endoscope communication error. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the b30 error was produced because dust had accumulated on the endoscope socket. Another contributory issue might have been the dirt that adhered to the light source cable. It is also possible that the issue resulted from a connection failure with the endoscope cable (maj-1933 or maj-1941). Olympus will continue to monitor field performance for this device.